Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician tested the helix of the right ventricular (rv) lead prior to insertion into the patient. It was noted that the rv lead helix could not be fully retracted. The rv lead was not used and was replaced. The patient remained stable throughout the procedure.